Event description:
Additional information was received on 19 apr 2023: the artery was punctured using a 9 french device. No other devices were used apart from angio-seal device for closure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for the alleged post deployment complication of pseudo-aneurysm due to use of device against the instructions for use (IFU) indications. The exact root cause for the alleged pseudo-aneurysm post deployment could be related to using the device to close a puncture site larger than what it is intended for. The cause of the death of patient was alleged to be pulmonary embolism and per the conversation with the chief medical officer, it is very unlikely that an angio-seal vip could lead to the pulmonary embolism. It could be due to the other comorbidities of the patient that were not disclosed. Therefore, the relationship of the device to the reported death event cannot be substantiated based on available information. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Date of death: (B)(6) 2023. Implanted date: device was not implanted. Explanted date: device was not explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
On (B)(6) 2023, the patient developed a subarachnoid hemorrhage (sah) and was taken to the hospital with a single-digit level of consciousness. A coil embolization was performed to treat a right internal carotid-posterior communication artery (ic-pcom) aneurysm. After the right femoral artery (fa) was punctured, a 5 french sheath and a 9 french dilator were used. The angio-seal device was then used for hemostasis. On (B)(6) 2023, in the morning, the patient was released from bed rest. A multi-slice computerized tomography (CT) scan revealed an aneurysm, and coil embolization with stent was scheduled later. Therefore, dual antiplatelet therapy (dapt) was continued. On (B)(6) 2023, dapt was discontinued due to swelling at the puncture site utilized during the (B)(6) 2023 procedure. A contrast-enhanced CT confirmed no pseudoaneurysm. Compression was repeatedly applied about two to three times until (B)(6). On (B)(6) 2023, the patient was released from compression and restarted dapt. (B)(6) 2023 (exact date unknown) the patient developed a pseudoaneurysm. On (B)(6) 2023, the patient's condition suddenly changed, tracheal intubation and other procedures were performed. (B)(6) 2023 (exact date unknown) the patient died. A pulmonary embolus (with thrombus) and right ventricular load were noted, and there was high signal in the lungs on reading. The exact cause of death, causation, and the conduct of the autopsy are unknown. The procedure before deploying the device was coiling of ic-pcom aneursym. A pre-deployment angiogram was performed. The size of the sheath ancillary used was unknown. It was unknown whether the puncture site was distal or proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was unknown. No equipment or other devices reportedly were used with the product involved. Additional information was received on 16 feb 2023: hemostasis was achieved without problems on (B)(6) 2023. The causal relationship with the product was unknown.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d6a. The section was inadvertently left blank on the initial report.